Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the tissue pad detached outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the patient.